Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: it was reported by the customer that they have 2 more tubing issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2021-06-21. H6: investigation summary: one sample (model #11522558) was returned from the customer. It was reported that there are air in line issues with the tubing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed successfully with saline. After priming, the set was drained to see where the ball would land in the drip chamber. The ball landed where it should at the bottom of the drip chamber and did not allow air in the line. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 11522558 lot number 20116057 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv bv had air in the line. The following information was provided by the initial reporter: it was reported by the customer that they have 2 more tubing issues.